Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise and oversensing were observed on the right ventricular (rv) lead. High pacing lead impedance was observed on the left ventricular (lv) lead. The device was reprogrammed to address the event. Lead damage was suspected but was not confirmed visually. The patient was stable and will continue to be monitored. There were no adverse consequences. Related manufacturer reference number: 2017865-2021-18939.